Manufacturer narrative:
Date sent: 3/11/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, the hand activation buttons were not working. Another instrument was used to complete the procedure with no pt consequence.